Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 400+ mg/dl. Customer was wearing the insulin pump at the time of the emergency room visit. However, the insulin pump was removed upon admission. Customer's high blood glucose was treated through an IV of insulin. Customer was discharged the next day. Customer had a second emergency room visit due to recurring high blood glucose levels. Customer's blood glucose levels at the time of the second emergency room visit was 600+ mg/dl. Customer was treated with a manual injection. Customer reported a kinked infusion set. Customer declined to complete troubleshooting. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.